Event description:
It was reported that during an open gastrectomy procedure the device error "retighten instrument," they retightened the device and then noticed the tip had fallen off outside of the patient. They then used a second like device and it would not do the initial test run, it also error "retighten instrument." They then used a third device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Device a was returned with the blade scratched and cracked. The device was functionally testing with the gen11 generator, the "tighten assembly" screen was displayed. When tested on a gen04 generator an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Device b was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.